Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: no needle fragment was left in the patient.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain more information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a coelioscopy procedure on unknown date and the suture was used. During introducing a needle into the endoscope, the needle pulled off. Another like suture was used to complete the procedure. It was also reported that x-ray was taken to locate foreign bodies at the thorny of l3, bent needle. The day after the procedure, the patient underwent a re-operation and the needle was removed. Additional information has been requested.

Manufacturer narrative:
Actual sample returned consisted of a loose, detached needle without suture. The loose detached needle was visually examined and found to have user holder marks throughout needle body including swage area. Complete suture remnant was found in the needle barrel. User handling error was determined to be the cause of the issue.